Event description:
It was reported that the surgeon mistakenly combined the delta v-40 ceramic head on a used taper of an accolade. No adverse consequences were reported.

Manufacturer narrative:
The surgeon incorrectly implanted a delta alumina head directly onto a used accolade stem trunnion. Both the instructions for use and the accolade surgical protocol instruct users that an alumina head should not be placed on a used trunnion unless used in conjunction with a cobalt-chrome or titanium adaptor sleeve.